Event description:
It was reported that the device exhibited error 41786. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been in for repair in the last 12 months. Visual and functional testing was performed, and the reported issue was duplicated. To solve the problem the error code will be cleared. The display lens will also be replaced.